Manufacturer narrative:
Date of report : 05jun2019, date rec¿d by MFR : 24may2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The fse reported that he was unable to perform the touchscreen calibration. The v60 froze in calibration mode. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29april 2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. Event date not specified: estimate used.

Manufacturer narrative:
Date received by manufacturer: 11jul2019. Date of report: 12jul2019. During further investigation, failure analysis of the returned touchscreen assembly showed the resistance ratios are out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.